Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The stent remains implanted and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. There was no reported device malfunction. The physician stated that the development of thrombus was not related to the stent, but was solely the result of the failure of the patient to maintain post-procedure anti-platelet therapy . The IFU identifies neurologic insufficiencies including stroke as a potential complication associated with the use of the device.

Event description:
It was reported that treatment was performed on a recurrent left a2/a3 pericallosal/callosomarginal aneurysm that had been previously coiled. The patient had been pre-operatively treated with brilinta, as he was a non-responder to plavix. The lvis jr. Was implanted at the neck of the aneurysm and then the aneurysm was subsequently coiled, without issues. The patient was discharged on post-op day 1 on aspirin and brilinta. On post-op day 3, the patient returned with right leg weakness with associated numbness. The patient had not taken his aspirin or brilinta the day before. MRI showed embolic strokes in the left aca territory. Angiography demonstrated a small amount of thrombus in the distal aspect of the stent. Antiplatelet therapy was resumed and the patient was also placed on a heparin drip for 3 days while under observation in the hospital. Repeat angiography demonstrated resolution of the thrombus, and the patient was discharged. One month later, the patient was seen in clinic and noted to be doing better with a minor amount of residual right leg weakness. MRI performed 6 months after the procedure showed no recurrent aneurysm and no sign of in-stent stenosis or occlusion. The physician stated that the event was not related to the stent, but rather to the patient skipping anti-platelet therapies.